Event description:
Account said that the bed did not place a nurse call when pt left bed. He did have an alarm at bedside. After troubleshooting, the account replaced the sidecom board to resolve the issue.